Event description:
Philips received a report that, near the end of a coronarography procedure with stent dilatation, x-ray and fluoroscopy became unavailable. The physician deployed the stent and ended the procedure. It was later reported to philips that two days after the procedure, the patient developed stent thrombosis due to inaccurate positioning. A second procedure was completed on (B)(6) 2024 with a positive outcome. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has further investigated this complaint. According to additional information received, on (B)(6) 2024 while checking stent placement after deployment, the fluoroscopy became unavailable. A system restart did not restore the fluoroscopy function. Consequently, the physician was unable to verify or adjust the stent placement before ending the procedure. Two days later, on (B)(6) 2024, the patient's stent developed thrombosis, allegedly due to the inaccurate stent position. Philips became aware of the stent thrombosis on (B)(6) 2024. The patient underwent a second procedure with a positive outcome. An on-site inspection and review of system log files confirmed a "point: resonance frequency too low" error. The user was provided a user guidance/warning message indicating ¿grid leakage current out of range.¿ to resolve the issue, a philips field service engineer (fse) replaced the x-ray tube. The x-ray tube was returned for further analysis. The root cause of the issue was confirmed to be a distorted small filament. The distorted small filament caused the system to automatically disable the grid switch function which in turn caused the user guidance message indicating "grid leakage current out of range". After replacement of the x-ray tube and functional checks, the system was confirmed to be operating within specifications and returned to clinical use. The codes were updated based on the investigation outcome.